Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 29-aug-2025. Photos of the damaged area were submitted. According to the investigation team's review, a dent was observed in the adhesive area and yellow adhesive was visible. It was also confirmed that this endoscope had a repair history, and the previous repair appeared to have been performed by a third party. Since there was a high possibility that the previous repair was defective, it was confirmed whether the previous repair had been performed by a third party. The confirmation revealed that the repair had indeed been conducted by a third party. For the previous repair as well, the facility had chosen a third party to perform the repair. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 14-aug-2025, pentax medical became aware of an event involving a pentax medical portable bronchoscope model fb-15rbs, serial number (B)(6) in china within the apac region. During reprocessing of the endoscope, peeling of adhesive at the connector part was found. Although the appearance was affected and use of the endoscope was discontinued, according to the manufacturer, continued use would have been possible without impact. This event occurred during reprocessing. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report - updated, d8: was this device ever serviced by a third party? - "unknown" to "yes", g6: follow-up #: 1, h2: if follow-up, what type? - updated, h3: device evaluated by manufacturer - "no" to "yes", h6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI), h4: device manufacture date, h11: evaluation summary. Evaluation summary: the reported event was an adhesive failure. A pentax medical engineer consulted with hospital staff and confirmed that the malfunction was identified during the pre-use check. No harm occurred to the patient, and the procedure was successfully completed using a backup device. Based on the investigation, it was found that the glue at the bottom of the suction valve had detached, possibly due to corrosion from disinfection or damage caused by external force. A potential root cause of this failure was improper assembly during the final repair. The final repairs were performed by a third party and may not have been completed properly. A definitive root cause of the reported issue could not be identified. The device was repaired by the third party and returned to the hospital, and the adhesive was reapplied to the base of the suction port. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date: 27-aug-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 01-apr-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 17-may-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.